Event description:
New information received noted that the atrial lead could not be repositioned due to the helix failing to extend. The lead was explanted and replaced. The atrium was not in an electrostatic state and the device was not downgraded.

Manufacturer narrative:
Additional information: b5, e1.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.1 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead exhibited an increase in capture threshold over the past year and a half. The physician suspected micro-dislodgement as the reason. The atrial lead was removed as there was no electric signal due to the atrium being in the electrostatic state and the device was downgraded to a single chamber pacemaker. The patient was in stable condition.